Event description:
Painful right breast implant with leaking, but not grossly ruptured silicone gel implant with capsule. Grade 4 capsule removed with an intact implant. Replaced with saline implants.